Event description:
In 2008, a male underwent endovascular repair with another manufacturer's endoprosthesis. Completion angiogram revealed an unspecified primal type I endoleak. The physician re-ballooned the devices using a 32mm cook coda balloon catheter. An aortic tear was noted immediately after ballooning. An aortic extender was placed but this did not resolve the tear, so another manufacturer's balloon-expandable stent was placed which resolved the tear. A postoperative CT revealed a pseudoaneurysm near the renal arteries. The patient is currently doing well.

Manufacturer narrative:
Each coda device is shipped with instructions for use (IFU) listing the warnings, precautions, and the correct inflation procedure. The IFU specifically states do not exceed maximum inflation volume and that when used to expand vascular prosthesis, the balloon should remain within the prosthesis at least 1 cm from the proximal or distal edge. No product was received to assist in this investigation. An internal clinical review indicated the event was most likely due to the user error. However, the appropriate individuals have been notified, and we will continue to monitor for similar events.